Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with recurring incontinence and erosion. The physician scoped the original cuff and found that there was no coaptation. The aus cuff was replaced with a smaller cuff. An additional scope was performed, and the cuff was working properly. There were no additional patient complications reported.